Event description:
It was reported the stent was found in two pieces when the package was opened.

Manufacturer narrative:
The sample was not returned for evaluation. The device history record were reviewed for the lot number provided and found nothing that could have caused or contributed to the reported event. In addition, the manufacturing process for this product code showed that this stent is received from a supplier who provides certification that the stent has been manufactured, inspected, and accepted according to bard specifications. Random visual inspections are performed to assure that all components are present and correct. A review of internal reject records showed no rejections resulted from the visual inspections over the last two years. The instructions for use states in the precautions section the following: "do not use if the package or product is damaged. Exercise care. Tearing of the stent can be caused by sharp instruments. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." (B)(4).